Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) punch that comes with the heartstring device was defective. There was a split in the device. The parts were not closed together as they should be and could not be used. No patient involved.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) punch that comes with the heartstring device was defective. There was a split in the device. The parts were not closed together as they should be and could not be used. No consequences to patient was reported.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluated by mfg changed from "no" to "yes"; h6 health effect changed from "no patient involvement" to " health consequences or impact". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 03/09/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. While it was reported that there was no patient involvement. Signs of clinical use and evidence of blood was observed on the aortic cutter. The end where the deployment button is located was observed to be in half. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break" was confirmed.

Manufacturer narrative:
(B)(4). Testing of actual/suspected device: (10/13/22): the device was returned to the factory for evaluation on 03/09/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The aortic cutter case was observed to be split in half at the base of the aortic cutter. No other visual defects were observed. An investigation was conducted on 03/16/2022. A visual inspection was conducted. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood was observed on the aortic cutter. The end where the deployment button is located was observed to be in half. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25159960 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) punch that comes with the heartstring device was defective. There was a split in the device. The parts were not closed together as they should be and could not be used.